Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was explanted and replaced due to the ipg being inoperable as the patient had not recharged her system for an extended time. Effective stimulation was reportedly restored postoperative.